Manufacturer narrative:
The reported event of pca occlusions file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. CAPA reference: (B)(4).

Event description:
The customer reported pca occlusions had occurred during infusions with monoject syringes after half of the medication has infused. The nurse clears the alert so the patient receives the next dose. No patient harm was reported. The medication pharmacist attributed the reports to user error and user education was provided.